Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. However, unable to confirm the insertion needle complaint due to the customer did not return the insertion needle. Also, unable to confirm the reported issue of skin in the lab.

Event description:
The customer reported via phone call that they had high blood glucose levels of 438 mg/dl. The customer also reported having issues with the sensor glucose readings being different from the blood glucose readings. The customer recorded a sensor glucose reading of 51 mg/dl when their actual blood glucose level was 269 mg/dl. The customer also received the calibration error and change sensor alert. The customer was advised to remove and change out the sensor. The customer was advised that a replacement sensor would be sent. The customer returned the product for analysis.